Event description:
It was reported that the procedure was to treat a 99% stenosis in the mid right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed with a 1.5 x 8 mm balloon. The 3.5 x 33 mm xience prime stent was deployed at 14 atmospheres at which time a distal edge dissection occurred. Another xience prime was deployed to cover the dissection. The final patient outcome was good. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.